Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead, measuring greater than 2000 ohms. The patient's rv lead was a non-boston scientific product. Boston scientific technical services (ts) provided troubleshooting options, and the physician elected to continue to monitor the patient and device. This crt-d system remains in service. No adverse patient effects were reported.